Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation for serial number (B)(6). The allegation was undetermined. The probable cause could not be determined. The reported event of signal loss over an hour is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).